Event description:
It was reported that a pump reservoir volume discrepancy was noted. The actual residual volume is greater than the expected residual volume. The pt experienced underdose; no specific symptoms were reported. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
.